Event description:
It was reported that this pacemaker was unable to be interrogated. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker was unable to be interrogated. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Engineers were unable to establish telemetry, as was reported from the field. Testing of the interior of the device confirmed the element composition did not have hydrogen counts present. The device case was then opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher-than-normal current drain was observed. Manual electrical measurements noted normal pacing and sensing functions. Detailed testing concluded this device exhibited an issue with the mixed mode integrated circuit (mmic) resulting in the inability to interrogate the device; however, engineers were unable to determine the cause of the of the mmic performance issue.